Manufacturer narrative:
(B)(4). The complaint rt265 breathing circuit was not returned to fisher & paykel healthcare (fph) (B)(4). A lot check revealed no other complaints of this nature for the lot number provided. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. All rt265 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient. Set appropriate ventilator alarms. Hospital staff correctly checked the breathing circuit before use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that the rt265 infant dual-heated evaqua2 breathing circuits were failing the leak test on a bird ventilator. This was found before patient use.